Manufacturer narrative:
Investigation completion: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported an allergic reaction to binaxnow swab that is supplied in the kit. No additional information, including patient outcome and treatment have been provided.